Manufacturer narrative:
The "date of event" has not been provided. The device has not yet been made available for evaluation. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Consumer alleges while leaning forward in the chair she allegedly fell out and allegedly hit her leg on a plastic piece on the chair.

Event description:
Consumer alleges while leaning forward in the chair she allegedly fell out and allegedly hit her leg on a plastic piece on the chair.

Manufacturer narrative:
Only parts were returned for evaluation. The complaint text does not suggest any failure with any of the returned parts. Visual examination of the parts could not be correlated to the alleged fall or alleged injury. The only returned plastic piece was a calf pad which showed no defect.